Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient¿s rate slowed and they could feel the rate change. The right ventricular (rv) lead had low pacing impedance and possible insulation issues. It was also reported by the physician that there was oversensing and muscle stimulation on the right atrial (ra) lead. The leads were capped and replaced. No further patient complications have been reported as a result of this event.